Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, diabetes mellitus, complication in site preparation, inadequate bone quality/quantity, mobility. Bone augmentation was performed after explantation.